Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #:(B)(4), ubd: 02-jul-2023, UDI#: (B)(4) ; product ID: etlw1613c146e, serial/lot #: (B)(4), ubd: 15-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 55mm abdominal aortic aneurysm. The patient had a short proximal neck. The proximal diameter at the right iliac was noted as 13.1mm. The proximal diameter at the left iliac was noted as 10.1mm. Mild right and left iliac calcification was noted. It was reported on approximately 2 weeks post the index procedure the patient presented emergently with cold legs. A CT performed identified bilateral limb occlusions. The physician carried out an ax-bifem bypass and implanted a non-mdt graft and the occlusions were resolved.  As per the physician the cause of the occlusion cannot be determined.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft system occlusion was confirmed on the films provided; however, the exact cause of the event could not be confirmed. The multi-organ failure leading to the patient's death could not be assessed. Thrombus build up was observed along the stent graft inner diameter, so it is possible that contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to distal poor run off. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was confirmed that both limbs were occluded. It was reported post the intervention the bypass graft thrombosed. Per the physician this may have been possibly due to a hyper coagulation issue. The patient¿s family decided not to pursue additional medical treatment and patient expired. It was reported the patient died due to multi-system organ failure secondary to a thrombosed aortobiiliac graft. The patient expired 2 days post their emergent presentation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.